Event description:
(B)(6) study revealed a leak in the catheter. Catheter removed and 2 small slits observed. Dr stated, the pt's anatomy made for a very challenging insertion.

Manufacturer narrative:
This complaint is confirmed. Two small longitudinal tears in the catheter tubing was observed at the 11cm depth maker. During functional testing, leaks were observed emanating from the two tear sites. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A chr of lot# reue0871 showed no other similar product complaint(s) from this lot number.